Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed possible reason for this issue. Analysis result showed that the battery depletion was due to high rate atrial sensing. The device was high rate atrial sensing at an average rate of 318 beats per minute (bpm) which can cause an increase in power consumption. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) sensor was on which can also consume additional power when enabled. The engineers suggested programming options. Additional information obtained from the field which indicated that the plan was to reprogram device at next office visit. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed possible reason for this issue. Analysis result showed that the battery depletion was due to high rate atrial sensing. The device was high rate atrial sensing at an average rate of 318 beats per minute (bpm) which can cause an increase in power consumption. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) sensor was on which can also consume additional power when enabled. The engineers suggested programming options. Additional information obtained from the field which indicated that the plan was to reprogram device at next office visit. As of this time, the device remains in service. No adverse patient effects reported.